Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
This event occurred in (B)(6) 2017 but was reported by (B)(6) on (B)(6) 2018. During an alleged sca the device prompted shock advised then disarmed. There was also a low battery prompt after 40 minutes. The pad pak pad-pak expiry date is (B)(6) 2018 .

Event description:
This event occurred in july 2017 but was reported by american airlines on 4th jan 2018. During an alleged sca the device prompted shock advised then disarmed. There was also a low battery prompt after 40 minutes. The pad pak pad-pak expiry date is april 2018 .

Manufacturer narrative:
The device history records for the sam 350p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 11th january 2014. The user powered on the device and was issued with the advisory speech prompts. The electrode pads were placed 6 seconds after the device was switched on. As per the clinical statement, the device did advise a shock on 3 occasions but subsequently disarmed. The patient initially presented pulseless electrical activity (pea), a non-shockable rhythm. However, there was motion detected which caused the algorithm to incorrectly determine the patient presented a shockable arrhythmia. When the motion stopped, the algorithm reassessed the rhythm and a shock was not advised. On the remaining two occasions, there was artefact in both the icg and ECG which caused a shock to be advised. When this artefact stopped, the algorithm determined that the rhythm was non-shockable, and a shock was not advised. The patient then presented asystole for the remainder of the event and no shock was advised.